Manufacturer narrative:
(B)(4) performed normally. Evaluation: on (B)(6) 2010, a clinical development mgr (cdm) was asked to f/u with the customer on reports of diffuse lamellar keratitis (dlk). During her investigation, she found out there were several incidents of dlk, mostly with the hansatome and only one with the intralase (which is being reported under this medwatch). Hansatome reports were reported to bausch and lomb on 06/22/2010. In attempting to find the cause for the reported incidents of dlk, the cdm reviewed the rooms environmental settings and cleanliness and found them to be within specifications. In reviewing the site's sterilization process, she found one commonality, the use of universal cleaner and tap water. They cleaned the instruments with diluted universal cleaner, rinse with tap water, then rinse again with sterile water. On (B)(6) 2010 the customer switched to enzol cleaner and the cdm recommended the use of sterile water throughout their process. She also suggested changing the tubing of the statim sterilizer.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. The customer reported their pt had stage iii diffuse lamellar keratitis (dlk) that required a flap lift and rinse. Several attempts were made to contact the customer to provide additional pt information on 01/21/2010, 01/27/2010, and 02/01/2010 with no response from the customer.